Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms were noted. The unit also had intermittent button response due to corroded keypad traces. No numbers scrolling up anomaly occurred during testing. The following cosmetic damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up arrow caused the menu to scroll on its own while the customer attempted to program a bolus. The patient's blood glucose at the time of incident is unknown. The customer removed the battery to clear the issue but the pump gave her a battery out limit alarm after reinserting the battery. She could not clear the battery out limit since none of the buttons were responding. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.